Manufacturer narrative:
Initial reporter phone: 029-853-3900. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30852976l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 77-year-old male patient (157 cm, 54 kgs) underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and a octaray, galaxy, 48p, 3-3-3-3-3, d-curve. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After pre-la mapping with octaray, decreased blood pressure was confirmed when the lspv anterior side ablation was conducted. Effusion was confirmed by sound star, and drainage was performed. Pericardiocentesis followed by pericardial drainage was performed. Blood was drained and recovery of blood pressure was confirmed, but hemostasis was not able to be performed. From a medical viewpoint, hemostasis was considered difficult, and surgical hemostasis was performed. Surgical hemostasis was performed, and the patient¿s condition is now good. Atrial septal puncture was performed by rf needle. Ablation was performed five times before pericardial effusion was identified. The customer also checked the real-time graph for each ablation, but no significant increase in contact force, rise or sudden drop in impedance was observed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: pre 2 seconds post 5 seconds. The physician's opinions on the relationship between the event and the product is that it is highly likely that the operation in the laa was erroneously perforated during mapping. There was no comment from the physician that the event's reason was the jjkk product. Relevant medical history; it was found that during the surgery, the patient continued to take the antiplatelet drug, which the patient was instructed to stop the drug, until that day. The physician commented that the fact that it was medically difficult to achieve hemostasis for this event was considered to be causally related to oral administration of antiplatelet drug. From the results of blood gas measurement, it was considered to be arterial blood, and judged to be highly likely to be a laa perforation. Consistent with the judgment at the time of surgical hemostasis. The lab record and carto3 record could not identify the moment at which the perforation might have occurred. The complaint product(s) will not be returned for analysis. The patient outcome of the adverse event is fully recovered. The patient required extended hospitalization because of the adverse event. Based on the results of blood gas measurements, the drained blood was thought to be arterial blood. Other relevant patient history includes use of antiplatelet medication. A smartablate generator was used, the serial number was unknown. The event occurred during the ablation phase. Real time graph; vector; visitag force visualization features were used. Fot additional filter was used with the visitag. Tag index color option was used prospectively. Both the thermocool® smart touch® sf bi-directional navigation catheter and the octaray, galaxy, 48p, 3-3-3-3-3, d-curve will be conservatively reported as ablation was performed and the physician believes perforation could have occurred during mapping. Should additional information become available this complaint will be reassessed accordingly. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. Biosense webster manufacturer's reference number (B)(4) has report 2029046-2022-02850.

Manufacturer narrative:
On 27-dec-2022, bwi received additional information regarding the event. Correct catheter was settings selected on the generator. The pump flow setting was normally controlled by the generator. There was no error message. Parameters for stability for the visitag module used was 3 mm/3 sec/3 g/25%. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).